Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 12. There was no adverse impact to customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, and no recurrence of malfunction code occurred after the reset. Customer may continue using pump and was advised to call back if any malfunction code recurs, which was acknowledged and understood by caller.